Event description:
The customer called to report an error alarm during normal use. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a flashing display when the buttons were pressed. The insulin pump then had a blank display due to a faulty component on the mother board. Unable to test for any error alarms due to the blank display.